Event description:
Information was received from the patient's sister-in-law stating the patient underwent hip revision arthroplasty due to a fracture of the ceramic head. A review of sales and invoice history revealed that the revision procedure occurred on (B)(6), 2010, and that the original total hip arthroplasty was performed on (B)(6), 2001. The modular head was removed and replaced during the revision procedure. No further information has been provided to date.

Manufacturer narrative:
This report submitted (B)(4), 2011.

Event description:
Information was received from the patient's sister-in-law stating the patient underwent hip revision arthroplasty due to fracture of the ceramic head. A review of sales and invoice history revealed that the revision procedure occurred on (B)(6) 2010 and that the original total hip arthroplasty was performed on (B)(6) 2001. The modular head was removed and replaced during the revision procedure. No further information has been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: possible adverse effect #14 - fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight. The user facility was notified of the event on (B)(6) 2010. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report filed (B)(6) 2010.